Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulty in retracting the jacket. A type 1 endoleak was noted at the contralateral attachment system and was resolved by placing a stent in the limb.